Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant.  The patient was in stable condition.

Event description:
New information received noted that the device was explanted and replaced on (B)(6) 2019. The patient was in stable condition.

Event description:
New information received noted the physician elected to take no action at this time; the patient will continue to be monitored.